Event description:
Synergy china registry: in (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle right coronary artery (rca) with 90% stenosis and was 60 mm long, with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with pre-dilatation and followed by the placement of a 2.50 mm x 38 mm synergy stents system overlapped with a 2.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject died. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. The primary cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided.